Event description:
It was reported that during a gastric sleeve procedure, when using the ech60l, the device was forking fine, but on the sixth firing, when trying to reload a 60blue reload it wouldn't snap in. They rinsed the device and checked for debris but it still would not clamp. Opened a second device to complete case. No patient harm.

Manufacturer narrative:
(B)(4). Date sent 11/11/2024. D4 batch #c9daov. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no visual non-conformances and without a reload present. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. The log indicates that no suspect power cycles were noted. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number c9daov, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device ech60l lot number c9dg9a and no non-conformances were identified.